Manufacturer narrative:
Per the investigation of the nihon kohden's software engineer, the patient discharge was triggered by gz transmitter itself. The patient was most likely unintentionally touching the screen on the gz, which may have it caused the unintentional discharge. A similar issue happened in (B)(6), and the key lock function was enabled, resolving the issue. Nk's software engineer suggested enabling either key lock function or screen lock function in gzs to resolve future issues and prevent unintentional operations. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following device was being monitored by the cns: concomitant medical product: gz transmitter sn: unknown.

Event description:
The customer reported that the gz transmitter spontaneously discharged a patient off the central nurse's station (cns). No patient injury or harm were reported.